Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins). The caller stated that they do not think the patient¿s stimulator is working because the patient has been in pain for quite a while now. The event date was noted to be a couple months ago. The caller mentioned that sometimes the patient does not feel like it works like it used to. They tried using the patient programmer to check the settings but were getting a poor communication screen. The caller did not have the correct patient programmer during the report to troubleshoot so would call back if they needed further assistance after locating the correct patient programmer. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that they had not been able to find the patient programmer and the caller did not remember if the patient ever received it. The caller reported that the patient was still in pain. They stated they did call the healthcare professional's office, however, they did not appear to understand and redirected the caller to contact the company. The patient was redirected to foundation care regarding the patient programmer. No further complications were reported.